Manufacturer narrative:
(B)(4). Batch # m5481h. Device evaluation: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was reported that the ¿anastomosis did not work, causing total anastomosis opening.¿ please provide additional details - the stapler only cut, there were no staples in the cavity. Did the device staple? No, it just cut. If the device stapled, were there staples missing from the staple line? Not stapled. If the device stapled, what was the shape of the deployed stapes (b-formation, irregular, legs straight)? Not stapled. Did the device perform as expected, however the patient¿s tissue did not hold together? It did not work because there was no clamp. Were there any patient consequences? If yes, please describe. No, the failure was noticed immediately after the shot and the doctor used another stapler to do the anastomosis. The new anastomosis was performed even during the right surgical procedure? Or was the patient reoperated? - during the procedure.

Event description:
It was reported that the device was used in a colorectal anastomosis and did not work, causing total anastomosis opening. A new anastomosis with a new stapler had to be performed. There were no patient consequences reported.